Event description:
It was reported that the procedure was to treat a restenosed lesion in the distal superficial femoral artery (sfa). Pre-dilatation was performed with a 5.0x100mm fox balloon dilatation catheter (bdc). The 5.0mmx100mmx120cm supera self-expanding stent system (sess) was advanced to the target lesion; however, during deployment, the stent implant slightly elongated. After deployment, during removal of the sess, the stent implant elongated further and it was noted that the stent implant had deployed partially inside the sheath. After the sheath was removed, the stent implant was approximately 5mm outside the artery. The stent implant was pushed back into the artery with a bdc. The elongated stent implant was deployed partially in healthy tissue. The patient had a large hematoma, which was not treated. There was a reported clinically significant delay in the procedure, and the patient was given medication for pain. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(46). Evaluation summary: (B)(4). The device was returned and the reported difficult to deploy and elongation could not be replicated as the stent had already been deployed and remains in the patient. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The investigation determined that a conclusive cause for the reported difficulties and subsequent patient effects could not be determined. The reported additional non-surgical therapy, delay in procedure, and treatment with medications are due to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture, or labeling of the device.